Manufacturer narrative:
Engineering analysis: the sample was not returned and none of the questions asked were answered to complete a thorough investigation. The details provided indicate that the balloon was unable to be withdrawn and upon attempting to remove the delivery system enough force was generated to separate the inflation manifold from the catheter shaft. The test data provided in the quality inspection process indicates that the force required to remove the manifold from the shaft on average is 8lbs. The instructions for use (IFU) specify the following, "do not force passage or withdrawal of the guide wire or delivery system if resistance is encountered" and "deflate the balloon by pulling a vacuum on the inflation device to its maximum volume for 40 seconds. Verify full balloon deflation via fluoroscopy before proceeding to step 7". There is a possibility that the balloon was not fully deflated prior to attempting to pull the balloon into the introducer sheath. This cannot be confirmed without the returned product. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all 59 quality inspection samples passed this final inspection without any non-conformances noted. Of the 59 units tested (B)(4) units were passed through the specified introducer sheaths, the stents deployed and the system fatigue tested at the rated burst pressure (12atm) for 10 inflate/ deflate cycles and then withdrawn back through the introducer sheath. None of the devices tested had any problems being withdrawn back through the introducer sheath. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The procedure was an extension of the target vessel stent in a left iliac bifurcated device through a left brachial artery access. The balloon had been inflated to 12 atm to deploy the stent. The physician was unable to easily retrieve the balloon. He used force and the hub detached. No clinical consequences to the patient.